Event description:
As the dr re-commenced with using the arthro-pump inside the supra-patellar pouch, with the inflow and outflow turned on, the pump ejected fluid at a high-pressure and speed through the tubing. The pump was malfunctioning and making irregular noises. Moderate tissue edema from excessive pressure of fluid with a little subcutaneous air mixed in with the fluid. No air in vasculature. Swelling quickly dissipated. One week exam = no unusual findings.======================manufacturer response for arthroscopy pump, arthrex (per site reporter).======================has been received by the manufacturer and we requested a service report of any findings.